Event description:
I wear contacts and I was prescribed bausch and lomb purevision for the 1st time in 2006. Two months later, I developed ulcer on my left eye. I was treated and then I developed one on my right eye. When it was time for me to go back into my contacts I wore a new pair 1 day and the next day I wasn't able to wear them because of what I thought to be scratches. But when I took the contact back to be examed I was told that the contacts had "fiber" on them, about 3 to 4 pairs were like that out of the box I had.